Event description:
The facility reported an intermate in which the reservoir ruptured at completion of infusion. The device was filled with a solution of 1 gm ceftriaxone. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. No solution was noted in the housing due to the rupture. The root cause in under investigation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The incorrect manufacturing date was included in the initial medwatch.the device was sent in for evaluation.

Manufacturer narrative:
(B)(4). Additional narrative: the device is not available for evaluation. Baxter has attempted to contact the customer to request the sample; however, the customer has not responded to any of baxter's communication attempts. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The root cause was due to a manufacturing defect.